Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. The customer's blood glucose level was 2.2 mmol/l. Customer was using auto mode. Customer didn't suspect insulin pump was under delivery. Customer also explained that when they receive an alarm for high blood glucose level 10 mmol/l the insulin pump didn't suggest the correction. The customer also stated that low bg probably occurred because rapidly dropping after entering the fake carbs. The customer didn't use the manual mode for 1 week before starting with the auto mode but they entered the auto mode straight after 48 hours. Customer has no harm because of low blood glucose level. The insulin pump will not be returned for the analysis.